Event description:
On (B)(6) 2012, the pt underwent the surgery with reflex ug. C4 and c5 were fixed by the plate (1level 18 mm). The surgeon used the final driver and fixed all the screws. One week after the surgery, one of the screws of c4 backed out. The backed out screw is stable now, the surgeon is monitoring for the pt. The surgeon requested the investigation of the event and the clinical assessment.

Manufacturer narrative:
Method: mfg record review, complaint history analysis and risk assessment. Results: event description is confirmed via x-rays. The product associated with the incident remains implanted and no revision surgery is planned to date. Mfg record review: no discrepancies noted. Complaint history analysis: 19 complaints involving 21 screws relating to post-operative screw back-out from plate. Investigations into past complaints concluded that the incidents were the result of user-error i.e., over-angulation of screws and screw not fully seated below the locking-ring. Risk assessment: no adverse consequences to the pt reported. However, failures of this nature can result in unanticipated revision surgery. Conclusion: no definitive conclusion can be drawn in this case due to the unavailability of the implicated devices. Report is filed on the screw. The plate, also implicated in this event, is part of the construct that remains implanted in the pt. If product becomes available and the results of the engineering analysis reveal any product issue, a separate report will be filed at that time for the plate.